Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 345 was reproduced. A review of the event history log revealed system error 345 messages. A service history review revealed the device had been serviced within the last 12 months. The current reported problem does appear as a repeat symptom within the past 12 months and the downstream sensor assembly was replaced. Review of the prior service record indicates that all service actions were completed during the prior return.. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream thermistor. The downstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no patient involvement. No additional information is available.